Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported a ump with a broken door latch on pump #2. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.